Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cord stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 , reference adapter cable and reference power supply (B)(4) at level 3.0. The device showed intermittent activations in the pre-cautery test. It produced steam and heat during the first two 5-second activations and shut off when the toggle was released. The device stayed inactive for the rest of the attempts a polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse did not shut off power to the heater wire after prolonged periods of time and the device did not activate . A test for continuity was performed to check the continuity between the two connector pins. It was observed that 2 out of four pins did not show any continuity. The casing of the pins were opened and the wires were observed under microscopy. It was found that the two wires (yellow and blue) which showed no continuity had gaps within them resulting in the circuit break. Based upon the evaluation results, the reported complaint was confirmed for " failure to deliver energy/intermittent energy- cord" .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cord stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.